Manufacturer narrative:
(B)(4) uf report #: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after spiking a saline bag the solution would not flow past the drip chamber of a clearlink system continu-flo solution set. This occurred when the set was being primed. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Manufacture date 01/24/2017-01/25/2017. A sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing performed included pressure and clear passage testing. There were no issues noted during functional testing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.